Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancet device system used in finger-stick blood glucose tesing would not retract. Customer stated the lancet will fire, however, the needle sticks out afterward and will not retract back into the device, however, the location of the alleged incident was not provided. No actions were taken or treatment was received reportedly. A request was made for the return of the suspect device and replacement product was sent.